Event description:
A nurse reported that during cataract extraction, the silicone I/a (irrigation/aspiration) tip caught part of the bag. As a result, a vitrectomy was performed. Additional information has been requested.

Manufacturer narrative:
No I/a tip samples were returned for evaluation for "ia tip caught part of bag". No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for "ia tip caught part of bag" cannot be determined from this evaluation. (B)(4).